Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 153 mg/dl on their blood glucose meter. The customer administered an unknown amount of insulin based on readings and subsequently experienced a hypoglycemic event which required emergent food intervention to raise her blood glucose sugar level. During the call to customer support, it was reveled that the customer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The customer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.